Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. This shutdown caused the customer¿s blood glucose level to exceed 500 mg/dl, reaching 550 mg/dl. The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) and did not require assistance from any third party. The customer ultimately reverted to an alternate method of insulin therapy.